Event description:
The pt had heavily calcified iliac arteries. The aorta flared out and narrowed near the proximal neck, with calcification present throughout the vessel. CT of the aortic neck noted a "lobe" in the aneurysm sac, located somewhat posterior. Postangiogram of the device placement noted a visible endoleak of undertermined origin. During the post ballooning to resolve the endoleak, the main body graft stents appeared tilted and angulated due to the calcification in the aorta. After multiple ballooning, the stents appeared to straighten somewhat. With the second post ballooning angiogram, after aggressive inflation at the proximal stent graft multiple times, the iliac leg grafts were inflated using the "kissing balloon technique." Endoleak was now thought to be a type iii endoleak. A determination was made after multiple angiograms occluding the flow in the main body as well as the leg graft that the endoleak was a small type iii on the ipsilateral side of the main body, noted laterally. The endoleak and "lobe" structure in the aorta appeared to correlate. In an attempt to seal that type iii, an iliac leg extension was deployed at the proximal end of the ipsilateral limb, overlapping one half stent above the bifurcation of the main body. At the conclusion of the procedure, the type iii endoleak had not been resolved. Due to the amount of contrast used and the blood loss during the procedure, the physician elected to end the intervention and review the endoleak status in one month. Endoleak now viewed as a definite blush at a distinct location, with no danger or risk of aneurysm rupture.